Event description:
The ivf infused over 13 hours instead of 20 hrs with dial a flow set at 50cc/hr. On 3 separate tests with the dial a flow set at 50cc/hr all three infused from 100-150cc/hr with the dial a flow set at 50cc/hr.